Event description:
It was reported that during implant of this pacemaker, upon connection of the right atrial (ra) and right ventricular (rv) leads to the device header, both leads exhibited high threshold measurements greater than 2 volts. The leads were then removed from the device header and tested on a pacing system analyzer (psa). Thresholds were noted to be stable at 0.5 volts. The leads were again connected to the device header and high threshold measurements greater than 2 volts was again noted. This device was then removed and a new pacemaker was placed. Ra and rv threshold measurements were noted to be stable at 0.5 volts upon connection of the leads to the new device. This device was attempted, but not implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was retrieved for additional laboratory testing and analysis. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that during implant of this pacemaker, upon connection of the right atrial (ra) and right ventricular (rv) leads to the device header, both leads exhibited high threshold measurements greater than 2 volts. The leads were then removed from the device header and tested on a pacing system analyzer (psa). Thresholds were noted to be stable at 0.5 volts. The leads were again connected to the device header and high threshold measurements greater than 2 volts was again noted. This device was then removed and a new pacemaker was placed. Ra and rv threshold measurements were noted to be stable at 0.5 volts upon connection of the leads to the new device. This device was attempted, but not implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during implant of this pacemaker, upon connection of the right atrial (ra) and right ventricular (rv) leads to the device header, both leads exhibited high threshold measurements greater than 2 volts. The leads were then removed from the device header and tested on a pacing system analyzer (psa). Thresholds were noted to be stable at 0.5 volts. The leads were again connected to the device header and high threshold measurements greater than 2 volts was again noted. This device was then removed and a new pacemaker was placed. Ra and rv threshold measurements were noted to be stable at 0.5 volts upon connection of the leads to the new device. This device was attempted, but not implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.